Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported there was no air present in the cassette tubing. Per reporter residual volume was: 53.4 ml, rate 0.5 ml.hr and 29.2 ml was given. No adverse patient effects were reported. No additional information is available at this time.